Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device infused for approximately eight days, instead of the expected five days. It was filled with (8000mg) 160 ml fluorouracil and 90 ml normal saline, fill volume 250 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.